Event description:
Healthcare professional (hcp) reported pt receiving hemodialysis on the meridian device was "literally bleeding out." Dialysis treatment was stopped and pt was admitted to the hospital and diagnosed with a ruptured gastrointestinal ulcer, exacerbation of existing ulcer. Pt was transferred to the coronary care unit, hcp does not know pt's current status. Facility has ruled out the meridian device and is not attributing this event to hemodialysis due to the medical diagnosis. No further info was available for this report.